Event description:
During the removal process, approx 48 hrs post implantation to record eeg, a fragment of the wire that comprised one of the spinoidal leads fractured and remains imbedded in pt's face. Follow-up 7/11/95 indicates pt is without symptoms, and still considering possibility of surgical removal.